Event description:
This unsolicited device case came from (B)(6) was received on (B)(6) 2015 from a healthcare professional. This case involves a patient (unknown demographics) who received treatment with backstop and the surgeon thought that he did some damage to the ureteral wall. No relevant medical history, past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) 2015, patient's surgeon used backstop (clear gelx 3f catheter kit) (anatomical location, indication, batch/lot number and expiration date: not provided) and wanted to insert the tip of the 3fr catheter past a stone in the patient's ureter. Reportedly, the stone was impacting the patient's ureter quite a bit. While the surgeon was trying to insert the tip of the 3fr catheter past the stone, he felt resistance pushing it. The surgeon thought he did some damage to the ureteral wall. It was reported that the surgeon managed to get a wire past the stone and then a stent. He thought he would stent it, leave it to settle and come back another day. It was reported that the problem was noticed in the patient during the procedure. Action taken: unknown.